Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 87 mg/dl. The customer stated the reservoir is filled with bubbles. The customer was advised to hold the middle of the reservoir and taping rather than holding the plunger rod, loosing the rod before putting in air or insulin. The customer was advised in how to fill the reservoir with insulin.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and performed pre-fill reservoir test. The reservoir passed per inspection and no air bubbles were found during analysis. Checked o-rings for defects and none were found. However, the reservoir failed per inspection. The reservoir was too loose to connect/release.